Event description:
It was reported that during an arthroscopic labrum repair, the physician was unable to disengage the speedlock knotless implant from the inserter handle. A second speedlock knotless implant was opened and attempted; however, the physician was again unable to disengage the implant. The procedure was ultimately completed with no further issues. No patient complications were reported as a result of this event.

Manufacturer narrative:
(B)(4). Reference manufacturer report: 2032380-2011-00182.